Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located the cephalic arch vein. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During the procedure, upon removing the balloon after the 1st inflation, it was noted that the balloon would not track out easily and extra force was needed to remove the balloon from the sheath. When inspected, a small leak was observed, prompting immediate deflation and removal of the device. Blood was noted tracking into the inflation device during deflation, confirming a tear or pinhole in the balloon upon first inflation at 14 atmospheres (atm). The device was removed, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.